Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 514 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor passed the motor test. Unable to verify the motor position encoder error alarm in the alarm history due to the history file being overwritten with displayable history alarms due to a corrupted history file. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.